Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will purchase a new battery. Most likely underlying root cause: mlc-41 -dead battery test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for dead meter. At the time of the call, the customer reported feeling nauseous and dizzy. Medical attention was not needed at the time of the call. The meter did not turn on when a test strip was inserted or by manually pressing the s button. Customer was using the correct test strips and test strip was inserted correctly. The battery was installed properly. No new battery was used. Customer was going to purchase a new battery. Customer declined replacement.